Event description:
The scope broke during procedure. The broken portion was the deflection collar. A 2 hr procedure turned into a 3 days hospitalization. The device was returned to MFR. The MFR stated the device was damaged at the hosp.